Event description:
Pt in surgery for left lower extremity split thickness skin graft for 6 year history of lle wound. When padgett dermatome brought onto field, set for 5/1000 of an inch and thickness was confirmed with scalpel blade. The skin was held on tension and utilizing a 2 inch guard, the skin graft was taken from the left lateral thigh beneath the pts pervious skin graft donor site. After a short segment -approx 3 inches in length- it was noticed that the graft was much thicker than the 5/1000 setting on the dermatome and the harvesting of the skin was aborted. Examination of the donor site revealed a near full thickness donor site. The skin graft was replaced on the donor site. Dermatome was disassembled to see if something had become lodged within the blade, pushing it down, however, nothing was identified and the blade appeared to be well seated. Required pt to return to surgery the following day for another procedure. Dates of use: 20 years, (B)(6) 1990 - (B)(6) 2010. Diagnosis or reason for use: skin grafting. Event abated after use: yes.